Event description:
It was reported that by the customer that the device was making an intermittent clicking noise while activated. The clicking noise was coming from the motor drive unit. The procedure was successfully completed with the same motor drive unit and handpiece with no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. At visual inspection it was found that the unit has a plastic cpc connector. The reported symptom of the device making a clicking noise while activated was verified. The cpc connector is misaligned and sometimes prevents the handpiece from being attached, but when it can be attached, a clicking noise is heard from the handpiece rubbing onto sides of cpc connector, cpc connector needs to be realigned. This is one of two medwatches submitted for this device. See also medwatch 2210968-2007-00677. The same device is represented in each medwatch as it was involved in two events.